Event description:
It was reported that a clinical study patient (B)(6) scope) began experiencing a non-serious adverse event of worsening thoracic pain. Medical interventions performed on the patient included epidural steroid injection at t7-t8 vertebrae, an initial medial branch block at t7-t9 vertebrae, and a second medial branch block at t6-t8. The clinical study site deems that the event is not related to the device and is unlikely related to the procedure and patient's disease progression. Additional information was received updating the adverse event's relationship to the procedure as not related.

Event description:
It was reported that a clinical study patient (a4082 scope) began experiencing a non-serious adverse event of worsening thoracic pain. Medical interventions performed on the patient included epidural steroid injection at t7-t8 vertebrae, an initial medial branch block at t7-t9 vertebrae, and a second medial branch block at t6-t8. The clinical study site deems that the event is not related to the device and is unlikely related to the procedure and patient's disease progression.

Manufacturer narrative:
Update to the initial MDR in blocks: a2 and e1.

Event description:
It was reported that a clinical study patient (a4082 scope) began experiencing a non-serious adverse event of worsening thoracic pain. Medical interventions performed on the patient included epidural steroid injection at t7-t8 vertebrae, an initial medial branch block at t7-t9 vertebrae, and a second medial branch block at t6-t8. The clinical study site deems that the event is not related to the device and is unlikely related to the procedure and patient's disease progression. Additional information was received updating the adverse events relationship to the procedure as not related.